Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Therapies were ongoing. The patient was not hospitalized for the peritonitis and treatment for the event was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). A review of all batch record documents was performed for potentially associated lot h12h31095 with no issues noted during the manufacturing process. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).